Manufacturer narrative:
(Used for "funny taste in mouth").

Event description:
It was reported in 2009, the pt went to bed feeling fine; she woke up having horrible nightmares, sweating, and with a funny taste in her mouth. Two days later, the pt saw her hcp. Interrogation of the pump revealed the pump was working fine. A dye study was performed which revealed a leak. The dye was not noted to be at the tip of the catheter and was instead emptying at some point between the pump and the tip of the catheter, not at the intended target. The pt was taken to surgery on the same day; omnipaque was injected, and a break in the catheter was confirmed under fluoroscopy. Once exposed, the area was opened up and the distal portion of the catheter retracted back into the space. A new catheter was spliced into the current proximal portion of the catheter. A dye study was completed afterwards which confirmed correct delivery to the intrathecal space. The pt was admitted overnight and discharged on the morning of the next day, with no further problems and good therapy.